Manufacturer narrative:
As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened.

Event description:
It was reported that during treatment the battery was not charging. No delay or injury reported. A s&n back up device was available.